Manufacturer narrative:
One ensite x amplifier was received for evaluation at tech center. Based on the information provided to abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to the ablation port of the front panel assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During the atrial fibrillation procedure, communication issues with the ampere connect port on the amplifier were noted which caused delays to treatment. It was noted that the ampere connect port on the amplifier was red despite having the tacticath se plugged into se 1 or 2, catheter fully defined or catheter set as ablation. Two separate catheters were used, the ampere cable was replaced, the ablation catheter was replaced, each piece of equipment was power cycled, and the ampere generator was replaced. The patient was cardioverted to sinus and the case was completed without patient consequences.